Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an ablation procedure. During a pre-procedure device check, it was discovered that the atrial lead was not functioning properly. Fluoroscopy revealed that the lead had dislodged. The exact time of dislodgement is unknown. Programming changes were made, pending a lead repositioning procedure. The patient was stable.

Event description:
New information revealed that there was no capture or sensing as a result of the dislodgement. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.